Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: two images were provided for evaluation. Through visual inspection, a particle is observed with the syringe, verifying the reported incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A device history review was performed for the reported lot 2308741, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Six retained samples of the same lot were used for additional evaluation. All product was inspected, no foreign matter or other particles were observed within any of the devices. Based on the available information, we cannot identify the specific origin of the particle, therefore a definitive root cause cannot be established. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Quality defect: a piece of plastic on the plunger. Inside the syringe. Circumstances / description: defect identified by a pharmacy assistant during preparation. Contains only glucose. Conservation measures and actions taken : syringe packaging and storage in the urcc.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.